Manufacturer narrative:
As reported, during use the 6f radial catheter sheath introducer (csi) was found difficult to remove. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. Four non-sterile catheter sheath introducer (csi) units of ¿6f 10cm sw radial" were received inside of a clear plastic bag. The parts were unpacked in order to proceed with the product evaluation. The components returned were four csis and one vessel dilator. The vessel dilator was already inserted into one of the csis. The csis were identified from number one to number four with the purpose of separately performing the analysis. The csi identified with this case is number 4 (unit 4). The other devices were evaluated under different complaint files. During visual analysis, unit 4 showed a compressed/crushed condition on the entire length of the cannula. Due to the damaged condition in which unit 4 was returned, the functional test could not be performed. Also, since the damage observed is present throughout the length of the cannula, the dimensional analysis could not performed. A product history record (phr) review of lot 17851101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer (csi) withdrawal difficulty¿ could not be confirmed since it was received with a compressed/crushed condition along the entire cannula which did not allow for proper evaluation. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the withdrawal difficulty experienced and the compressed/crushed condition noted in the returned device (which was not reported by the customer). However, procedural/handling factors are possible. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ additionally, the IFU states, ¿once all catheters and wires are removed, remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any intravascular device, aspirate via the side port extension to collect any fibrin that may have been deposited within or at the tip of the device." Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
As reported, during use the 6f radial catheter sheath introducer (csi) was found difficult to remove. There was no reported patient injury. Multiple attempts to obtain additional information were made without success. The device was not returned for analysis. A product history record (phr) review of lot 17851101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter sheath introducer (csi) withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced by the customer could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the withdrawal difficulty experienced. However, procedural/handling factors are possible. As cautioned in the instructions for use (IFU), which is not intended as a mitigation, ¿if resistance is felt upon insertion or withdrawal, investigate the cause before continuing.¿ additionally, the IFU states, ¿once all catheters and wires are removed, remove the sheath when clinically indicated by placing compression on the vessel above the puncture site, and slowly withdraw the csi. Discard the sheath appropriately. Important: upon removing any intravascular device, aspirate via the side port extension to collect any fibrin that may have been deposited within or at the tip of the device. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Corrected data: section d10: device available for evaluation

Manufacturer narrative:
A review of the manufacturing documentation associated with lot (17851101) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during use the 6f radial catheter sheath introducer (csi) was found difficult to remove. There was no reported patient injury. The device will be returned for analysis.